Event description:
It was reported that the right ventricular (rv) 7841 lead was explanted due to muscle stimulation. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects reported.